Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that multiple patients developed diffuse lamellar keratitis (dlk) in their eyes following lasik procedures, though the affected eye was unspecified. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the complaint was filed. Latest preventive maintenance and confirmed system met specifications. The root cause could not be identified conclusively without additional information. The manufacturer internal reference number is: (B)(4).